Event description:
It was reported that, during cori-assisted uka to tka conversion surgery, a cori-sized 7 femur over an 8 tibia was registered, and manual gap assessment was collected. On the second planning screen, the femur was upsized to 8. Femur and tibia cuts were executed with bur all. The distal medial condyle turned red on screen, indicating the cut wasn't deep enough to reach the old uka implant. The surgeon declined use of a legion implant with distal medial augment, stating there was enough medial bone, and the rest could be cemented. With trials in, the surgeon reported tightness in extension and poor motion into flexion, though flexion felt good. The patella was exceptionally thick with osteophytes. The surgeon decided to take an extra 4 mm from the distal femur, planning to bur, and use the 5-in-1 cut block. After burring, only 1.5 mm was removed from the distal lateral condyle, and the distal medial condyle was still "over resected." The surgeon proceeded, applied the lug punch, and added the size 8 cut block. The anterior saw slot was airballing, and the posterior cut looked large, indicating anteriorized block placement despite only adjusting distal femur resection. The surgeon switched to manual instrumentation, posteriorized the cut block 2 mm, but the anterior slot still airballed. He switched to a size 7 block, again posteriorized 2 mm, and completed anterior and posterior cuts manually. Final components were trialed and cemented. Cori passed checkpoint verification prior to +4 distal bur, indicating arrays didn¿t move. The procedure was resumed, after a significant delay, with a change in surgical technique. No injury was reported as a consequence of this issue.

Manufacturer narrative:
Internal complaint reference: case-(B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.